Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration and replacement patient advised that he noticed a change (decrease of efficacy) in his therapy after a trip to disney after riding rides. They found that 1 lead had completely pulled out of the epidural space and was coiled subcutaneously. It looks like the anchor somehow came out (and it is unknown if the anchor was sutured into place during original implant). Hcp explanted the lead that migrated/pulled out of the space and implanted a new one in its place today. This solved the issue. The issue is resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-mar-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.